Event description:
Paramedics attempted to use the device to monitor a pt's ECG. The device allegedly displayed only a straight horizontal line. There were no adverse affects to the pt reported as a result of the alleged malfunction.